Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 30hz and total laser energy 60w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events or device performance observations occurred during the procedure. The patient discharge medication included proscar (doze unknown) for bph. Eight days post procedure, the patient began experiencing urinary retention. A catheter was placed and flomax (doze unknown) prescribed. The catheter was removed, and the urinary retention reported to have resolved six days post onset symptom. The study facility assessed the urinary retention symptom as probable related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There was no device performance allegation. The device is not available for analysis; therefore, physical analysis cannot be performed. A review of the device instruction for use (IFU) was completed. The review confirmed that urinary retention is an known risk associated with of this types of treatment and is noted as such in the device direction for use.

Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 30hz and total laser energy 60w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events or device performance observations occurred during the procedure. The patient discharge medication included proscar (doze unknown) for bph. Eight days post procedure, the patient began experiencing urinary retention. A catheter was placed and flomax (doze unknown) prescribed. The catheter was removed, and the urinary retention reported to have resolved six days post onset symptom. The study facility assessed the urinary retention symptom as probable related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 30hz and total laser energy 60w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events or device performance observations occurred during the procedure. The patient discharge medication included proscar (doze unknown) for bph and ciprofloxacin (doze unknown) for infection prophylaxis. Eight days post procedure, the patient began experiencing urinary retention. A catheter was placed and flomax (doze unknown) prescribed. The catheter was removed, and the urinary retention reported to have resolved six days post onset symptom. The study facility assessed the urinary retention symptom as probable related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There was no device performance allegation. The device is not available for analysis; therefore, physical analysis cannot be performed. A review of the device instruction for use (IFU) was completed. The review confirmed that urinary retention is an known risk associated with of this types of treatment and is noted as such in the device direction for use.